Manufacturer narrative:
Customer did replace the rack gear. Issue resolved as the unit is now working as designed. No injury related to this issue. Complaint found during internal review.

Event description:
Facility requested rack gears for golvo 7007 es. He said the first part of the teeth on their lift are worn down. No injury related to this issue.